Event description:
Potential for injury associated with the mono port on a tdxsp-cg power chair not functioning properly. This creates the potential for the user to become stranded or stuck in an unwanted tilted position.